Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Visual inspection of the returned product found the lens stuck inside the cartridge. There was no visible damage to the cartridge. (B)(4).

Event description:
The cc4204a collamer single piece lens +21.0 diopter was returned to the manufacturer stuck inside the nanopoint cartridge. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.